Manufacturer narrative:
Device evaluation summary: test results from device manufacturing and DHR were reviewed. All components in question passed all functional testing in production and passed quality inspections. No anomalies associated with sterilization of product. No device failures are alleged. Tissue breakdown occured.

Event description:
Envoy medical corp. (Emc) was notified on 09/29/2018 of sterile skin breakdown/wound dehiscence. Patient has requested a full-explant after experiencing non-infection/sterile skin breakdown/dehiscence. Patient/clinical history with emc: (B)(6) 2011 -- initial implant; (B)(6) 2011 -- fitting; (B)(6) 2012 -- fitting; (B)(6) 2012 -- analysis; (B)(6) 2012 -- revision (related to (B)(4)); (B)(6) 2012 -- fitting; (B)(6) 2013 -- fitting; (B)(6) 2014 -- fitting; (B)(6) 2016 -- fitting and remote support; (B)(6) 2016 -- fitting and clinical support; (B)(6) 2017 -- battery change; (B)(6) 2018 -- explant ( (B)(4), MDR 3004007782-2018-00010).